Manufacturer narrative:
Product analysis verified the difficulty stated in the complaint. The balloon catheter with the balloon in a deflated state was received in good condition with no damage observed. Visual examination of the balloon material revealed a longitudinal tear in the balloon wall located 2.4 centimeters proximally from the distal tip 6 millimeters long distally. Microscopic examination of the area surrounding the tear did not reveal any irregularities in the balloon material which would have contributed to the formation of the tear. No issues were noted with the balloon material or the ro markers that could have contributed to the leak. There are a number of factors that may influence a complaint of this nature, these include the stenosis and calcification levels, the levels of tortuosity of the vessel or if the lesion was predilated. The exact cause of the tear could not be determined. The manufacturing records for top assembly batch 8645591 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The root cause of the longitudinal balloon tear experienced during the procedure could not be determined.

Event description:
It was reported that during a pci procedure the quantum maverick monorail balloon ruptured on the third inflation at 20 atms while being used for post-dilation. The lesion being treated was a calcified, 99% stenotic lesion in the very tortuous left anterior descending artery (lad). The first inflation was to 16 atms in the mid lad, the second inflation was to 16 atms in the distal lad, and the third inflation was in the proximal lad. Pre dilation was performed, with a vento speeder and a getz 3.2-20. A cypher 3.5-23 stent was successfully deployed. The procedure was successfully completed with this device. There were no patient complications and patient status was reported as 'good.'